Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of a device with no audible alarm tone on channel a. The customer contact reported the pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing by the user facility, channel a displayed an error code 74-1, but did not sound an audible alarm. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.